Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed daughter board alarm check. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse replaced the primary 9v battery alkaline. The fse then completed the full pm, calibration, safety, and functionality checks per the service manual. All checks passed and the unit was functioning in accordance with factory specifications. The unit was then cleared for clinical use.

Event description:
N/a.